Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Summary of investigational findings: the investigation is based on description of event and image review. It was reported that the filter was placed for prophylactic reasons prior to surgery. After placement the filter did not open correctly and there was no tension on the filter legs. The filter was removed and a new filter was placed three days later with no adverse effects to the patient. The celect platinum ivc filter was placed via a jugular route with the filter placed in the infrarenal location with an insignificant rightward tilt of approximately 9°. On this single projection, the left lateral most primary filter legs appear to be entangled with one another, but this is not confirmed on an oblique projection. The maximal distance between the primary filter feet measures only 13 mm. The leading explanation why the primary filter feet appear to be intertwined, which would be this configuration may be entirely projectional. On the single view provided, the 2 primary filter legs may just project within the same plane so on the two-dimensional image they appear to cross one another, when in reality, they are separated in the anterior posterior dimension. This however, does not explain why the primary filter feet are not expanded laterally to the same extent as the secondary filter legs. This may be the result of a slit-like configuration of the ivc resulting in a very narrow ap measurement compared to the lateral measurement of the ivc. When the primary filter legs expanded, the filter feet engaged with the anterior and posterior walls prior to fully expanding laterally. This would result in a clustered appearance of the primary filter feet. However, without cross-sectional or tangential imaging, this is difficult to confirm. In addition, the filter was deployed via a jugular route, which enables the physician to recapture and reposition the filter slightly if during the unsheathing process the deploying physician does not like either the tilt or the distribution of the filter legs. It is uncertain why, if the physician was concerned, did not utilize this maneuver and attempt to re-deploy the filter in a slightly different configuration to see if the primary filter feet would have this persistent configuration. The patient was brought back for filter retrieval and replacement 3 days later at which point in time the primary filter legs do not project over one another in the same configuration, somewhat supporting the initial assumption. However, the primary legs still did not demonstrate lateral expansion occupying the full lateral dimension of the ivc as is confirmed on a venogram. There was a change in the tilt of the ivc filter, demonstrating a rightward tilt as seen on the initial placement, and now has a leftward tilt, although is still defined as insignificant. The complaint report also describes migration of the ivc filter, which cannot be confirmed. Again, the leading hypothesis is that the ivc has a slit-like configuration and the primary filter feet engaged with the anterior and posterior walls of the ivc before expanding laterally, and the tangled appearance was projectional. It is noted, that the filter was retrieved and replaced three days after placement. The lot is unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: physician deployed a celect platinum ivc filter on friday, (B)(6) 2019. The female patient will be undergoing a surgical procedure monday and this was being placed for prophylactic reasons. Physician detected on the picture archiving and communication system after the placement that two of the primary struts appear to have stuck together upon deployment. He called the patient back and asked her to come back in monday before the surgery to have it replaced. It is possible over a few days it may open up just fine and he may or may not decide to still go ahead and retrieve and replace the devices. Additional information received (B)(6) 2019: upon patient evaluation and images the ivc filter was removed and a new one placed. The physician noted on the imaging from the filter implant done on (B)(6) 2019 that the primary legs had not opened correctly and there was no tension on them. The secondary struts were holding the ivc filter in place. It was also noted that the filter had migrated (per dm approximately 2cm) and tilted medially. The retrieval went well with no issues. Patient outcome: the patient required additional procedure due to this occurrence, retrieval & implant a new filter.